Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out/expulsion of essure device') in an adult female patient who had essure (batch no. 886784-not valid 685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal),"), menorrhagia ("abnormal bleeding(menorrhagia),"), migraine ("migraines/headaches"), dysmenorrhoea ("pain with periods is acute"), mental impairment ("mental pain and suffering") and abdominal pain ("bilaterally in quadrant 3 and 4 of the abdomen") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, mental impairment and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, mental impairment, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010. Insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr. She has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right tube was open (device expelled); on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina - on an unknown date: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. This lot 886784 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: pfs received- lot number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out') in an adult female patient who had essure (batch no. 886784-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal), ") and menorrhagia ("abnormal bleeding(menorrhagia), ") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr she has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right tube was open (device expelled); on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina - on (B)(6) 2011: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. This lot 886784 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out') in an adult female patient who had essure (batch no. 886784-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal), ") and menorrhagia ("abnormal bleeding(menorrhagia), ") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010 insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr: she has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion; on an unknown date: right tube was open (device expelled). Ultrasound scan - on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina - on (B)(6) 2011: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out/expulsion of essure device') in an adult female patient who had essure (batch no. 886784-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal),"), menorrhagia ("abnormal bleeding(menorrhagia),"), migraine ("migraines/headaches"), dysmenorrhoea ("pain with periods is acute"), mental impairment ("mental pain and suffering") and abdominal pain ("bilaterally in quadrant 3 and 4 of the abdomen") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, mental impairment and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, mental impairment, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr she has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right tube was open (device expelled); on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina - on (B)(6) 2011: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. This lot 886784 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: pfs received: new events added: migraines/headaches, pain with periods is acute, bilaterally in quadrant 3 and 4 of the abdomen. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out/expulsion of essure device') in an adult female patient who had essure (batch no. 886784-inv,685784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal),"), menorrhagia ("abnormal bleeding(menorrhagia),"), migraine ("migraines/headaches"), dysmenorrhoea ("pain with periods is acute"), mental impairment ("mental pain and suffering") and abdominal pain ("bilaterally in quadrant 3 and 4 of the abdomen") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea, mental impairment and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, menorrhagia, mental impairment, migraine, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010, (B)(6) 2010. Insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr she has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right tube was open (device expelled); on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion. Ultrasound scan - on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina - on an unknown date: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. This lot 886784 is not valid. Lot number: 685784 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: right side no longer implanted/ essure in right fallopian tube fell out') in an adult female patient who had essure (batch no. 886784) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii and parity 2. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia), ") and was found to have a pregnancy with contraceptive device ("pregnancy(no complications),"). The patient was treated with procedure to remove essure. Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, pregnancy with contraceptive device, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010 insertion details-the fallopian tube on right side was cannulated with the device and placed without difficulty with four coils showing. Similarly on the left side, placed without difficulty with four coils showing after removal of the guide. According to mr she has a previous essure tubal. The previous essure tubal which had been on her right side. She expelled this device and review with hsg confirmed that the tube was open and was recommended to have another essure placed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2011: total bilateral occlusion; on an unknown date: right tube was open (device expelled). Ultrasound scan on (B)(6) 2013: nine weeks with a singleton intrauterine pregnancy with visible cardiac activity. Ultrasound scan vagina on (B)(6) 2011: passed the coils located on the right fallopian tube. Concerning the injuries reported in this case, the following ones were reported via medical record: device expulsion, pregnancy with contraceptive device. Most recent follow-up information incorporated above includes: on 30-mar-2020: pfs received lot number was added (886784). Previously reported "injury" was replaced by specific events: device expulsion, abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), device ineffective, pregnancy(no complications). New reporter, lab data, height, patient information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.